Event description:
During pt treatment they received an "illegal couch sensor sequence." When the couch retracted, the clamshell doors remained open as they did not sense the retraction. Emergency procedures were put in place and the doors were closed manually. Dosimeters indicated that the staff was exposed to a low dose of radiation that posed no danger to the staff. The pt's treatment was completed successfully with no ill effect.